Manufacturer narrative:
Block h4: the reported lot number could not be matched to the reported device. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a15 captures the reportable event of clip could not be deployed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the intestine during a procedure performed to treat polyps on (B)(6) 2024. During the procedure, the clip was loose and could not be deployed. The procedure was completed with another hemostatic clip. No further information has been obtained despite good faith efforts. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the reported lot number could not be matched to the reported device. Therefore, the manufacture and expiration dates are unknown. Block h2: additional information: block b5 (describe event or problem) and block h6 (device code) have been updated based on the additional information received on july 15, 2024. Block h6 has been updated to code clip premature deployment deeming this a non-reportable scenario, due to additional information received on july 15, 2024.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the intestine during a procedure performed to treat polyps on (B)(6) 2024. During the procedure, the clip was loose and could not be deployed. The procedure was completed with another hemostatic clip. No further information has been obtained despite good faith efforts. No patient complications have been reported as a result of this event. Additional information received on july 15, 2024: it was clarified that the clip prematurely deployed, and thus the reason the clip could not be deployed. Additionally, it was reported that abnormally high resistance was felt before the handle spool reached the end of the stroke. The procedure performed was endoscopic submucosal dissection (esd) and the procedure was completed with a non-boston scientific device. There were no patient complications reported as a result of this event. Note: the complainant reported that the device was used in a tortuous anatomy. However, according to the instructions for use (IFU), "passage of the resolution 360 clip through a retroflexed or tortuous path, may result in the clip separating from the catheter and potentially kinking or damaging the device."